Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported high blood glucose readings from the insulin pump. The customer's blood glucose reading at the time of incident was 418 mg/dl. The customer stated that she got a new pump and received unexplained high blood glucose readings. The customer was advised to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that high blood glucose readings may occur if the insulin is expired or cloudy. The customer was advised to change the entire set, reservoir and insulin and to treat per health care provider's instructions. The customer was advised to call back if issue persists.